Event description:
It was reported to boston scientific corporation that radial jaw 4 biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps failed to close properly preventing an adequate biopsy. No damage was noted to the device and no resistance was encountered while advancing the device through the scope. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. The fractured part was sent for material analysis which determined that the component did not present any material anomalies. Furthermore it was found that the fracture site exhibited evidence of being cut or shaved by some tool thus causing the wire to fracture in a shear/tear direction. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws won't close since it was found during device evaluation that a pull wire was broken. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that radial jaw 4 biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps failed to close properly preventing an adequate biopsy. No damage was noted to the device and no resistance was encountered while advancing the device through the scope. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.